Event description:
It has been reported that a m51psemiblue power chair's led lights are scrolling from left to right on battery indicator, indicating drive lock out. The charger was disconnected from chair, and got the same results. Probable cause is bad controller.